Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relayplus scallop custom-made device. The relayplus scallop custom-made device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relayplus scallop custom-made device related event occurred in (B)(6).

Event description:
"Patient received two cm thoracic stent-grafts to exclude the thoracic aneurysm. Two-staged procedure. First implantation (B)(6) 2020 ((B)(4)), second (B)(6) 2020 ((B)(4)), ref 28nc38n22536n2590, lot 2006260086. After implantation of the second graft a post CT scan was performed. Here an endoleak typ iii b was detected. The endoleak was repaired with a relayplus 36x100." Patient outcome: "patient received a third procedure. Endoleak is closed. Patient is fine."